Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 17 mg/dl while wearing the pod between 36 and 48 hours. It was also reported that the patient lost consciousness. The patient was treated with d10 solution and snacks. The patient was released the same day. The pod was worn when seeking medical attention.